Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced refractive change overtime. A possible lens exchanged may be planned. The lens remains implanted. If any additional information is received, a supplemental medwatch report will be submitted.

Manufacturer narrative:
H6: no similar complaints within associated lots were found. Claim# (B)(4).